Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the rotated heart. The first clip delivery system (cds) was advanced and grasping performed. After establishing final arm angle (faa), the physician felt the clip relaxed (opened). Two attempts were made to close the clip but the results were not satisfactory; therefore, the clip was not implanted and the cds was removed and replaced. A new cds was advanced and grasping was performed. During removal of the lock line (ll), the clip opened to 180 degrees. Attempts were made to close the clip, but were unsuccessful. It was noted that there was tension in the arm positioner and squeaking was heard. The lock line was removed and the lock lever was cycled. The grippers were raised, but the clip arms would not close. The clip was retracted to the left atrium (la) towards the tip of the steerable guide catheter (sgc) where the clip arms closed around the tip of the guide to approximately 60 degrees. The devices were slowly crossed through the septum to the right atrium (ra) causing the clip arms to open slightly () and the septum tore. A snare was advanced through the left femoral vein into the ra onto the clip arm. The clip was then deployed in the ra so that the cds could be removed. A second snare was advanced to grasp the other clip arm but was unsuccessful. The guide was retracted with the clip out of the tip with no resistance. No treatment was performed for the asd and the procedure aborted. No clips were implanted and the mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the reported mechanical issue could not be replicated during return device analysis as the clip was separated from the clip delivery system (cds). A review of the lot history record identified no exception issued to the reported lot that. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the return device analysis, a definitive cause for the reported mechanical issue could not be determined. The observed material deformation (divot) and scratched l-lock tabs are a result of procedural circumstances/troubleshooting process. The threaded stud was found to be broken therefore, this appears to be a potential product issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.